Manufacturer narrative:
P-cap / reservoir locks properly into place. Device received with blank display due to corroded battery tube spring and corroded battery tube. Device unable to verify failed battery anomaly, perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to blank display. The following were noted during visual inspection: pillowing keypad overlay and minor scratches on case.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump showed insert new battery alarm every time pump is moved. Customer reported failed battery alarm occurs after replacing battery cap. No harm requiring medical intervention was reported. Insulin pump will be returned for analysis.